Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm and an aneurysm of the right common iliac artery using gore® excluder® aaa endoprostheses. A trunk ipsilateral leg component was deployed, and a contralateral leg component (plc271200j/(B)(4)) was attempted to implant in the ipsilateral leg side, but a delivery catheter could not be advanced to the intended position. When the delivery catheter was being removed into an introducer sheath again, some difficulty was met to remove the catheter, causing a leading olive to be separated from the catheter and the plc271200j to be unintentionally deployed around the bifurcation of left iliac artery to the external iliac artery. The detached leading olive was retrieved from the patient using a snare catheter, and the procedure was continued with another contralateral leg component being deployed to bridge between the ipsilateral leg and the plc271200j. Reportedly, while the delivery catheter was being advanced, the guidewire moved down distally, which made the delivery catheter advance to its intended position. An attempt was made to retrieve the delivery catheter into the introducer sheath, but the leading olive was caught on the proximal end of the sheath, causing the leading olive to be detached from the catheter.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.